Event description:
As reported, a torcon nb advantage angiographic catheter was used during a cardiac catheterization and aortic radiography procedure. During the procedure, an unspecified power injector was used to deliver contrast media at a pressure of eight hundred pounds per square inch (psi), with a volume of forty cubic centimeters (cc) over two seconds. The hub of the catheter separated from the catheter body during this process. The procedure was completed successfully by replacing the separated catheter with a new unspecified device. The separated catheter was manually removed from the patient by hand. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E3 - occupation: unknown; health professional: yes. G4 - PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.